Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a revision surgery to repair the skin flap on the (B)(6) 2021 due to exposure of the device. The implant housing had partially extruded through the skin.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely infection leading to fistula at the implant site. A history of previous device extrusion and revision surgery is known. Further the two most basal channels most likely migrated out of cochlea. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
The user underwent a revision surgery to repair the skin flap on (B)(6) 2021 due to exposure of the device. The implant housing had partially extruded through the skin. There was no known event that could have contributed to the exposure of the device; however the user has a particularly thin skin. The user was wearing magnet strength 3. The user was explanted on (B)(6) 2021 due to a fistula on the head that was thought to be the result of an infection. Results of the infection are pending. The electrode array was found not fully inserted at explantation.